Manufacturer narrative:
As reported the powerflex p3 f5 12x4 110cm balloon burst before it hit nominal pressure. It was reportedly ¿rescued.¿ the product was removed intact (in one piece) from the patient. The current status of the patient is that the patient is okay. There was no patient injury reported. The vessel / lesion was the iliac. The lesion was calcified. There was no tortuosity. The percentage of stenosis was 90-pre stent. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 50-50. The same indeflator was used successfully with other devices. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve. No difficulty was encountered while advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. The maximum inflation pressure was seven (7) atmospheres (atm). Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17408128 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported the powerflex p3 f5 12x4 110cm balloon burst before it hit nominal pressure. It was rescued. There was no patient injury reported. The product will not be returned for analysis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 50-50. The same indeflator was used successfully with other devices. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve. The vessel / lesion was the iliac. The lesion was calcified. There was no tortuosity. The percentage of stenosis was 90-pre stent. The device was not used for a chronic total occlusion (total occlusion >3 months). No difficulty was encountered while advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. The maximum inflation pressure was 7 atm. The product was removed intact (in one piece) from the patient. The current status of the patient is that the patient is okay. Additional procedural details were requested but are unknown.

Manufacturer narrative:
(B)(4). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted upon receipt. A review of the manufacturing documentation associated with this lot 17408128 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported the powerflex p3 f5 12x4 110 cm balloon burst before it hit nominal pressure. It was rescued. There was no patient injury reported. The product will be returned for analysis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 50-50. The same indeflator was used successfully with other devices. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve. The vessel / lesion was the iliac. The lesion was calcified. There was no tortuosity. The percentage of stenosis was 90-prestent. The device was not used for a chronic total occlusion (total occlusion >3 months). No difficulty was encountered while advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. The maximum inflation pressure was 7 atm. The product was removed intact (in one piece) from the patient. The current status of the patient is that the patient is okay. Additional procedural details were requested but are unknown.